Event description:
It was reported that "the kit dropped from the bottom side of the pouch when the customer was about to open the pouch from the top side before use. The bottom side of the pouch was not sealed, but indication of sealing was visible."

Manufacturer narrative:
As received, the pouch was opened at both the top and bottom part of the sealed area. Indications of sealing or adhesive transfer were observed on both the tyvek and the film at the bottom part of the sealing area. Both ends of the seal area at the bottom part of the pouch were securely sealed. An attempt was made to peel open a small part of the sealed area of the returned package; no difference in the seal strength of the returned unit and lab sample units was noted. The seal was open, as reported; however, there was no evidence of a manufacturing non-conformance. Although the units showed evidence of being properly sealed at some point, the timing and circumstances of the seal being opened cannot be determined. No additional actions are needed at this time. A review of the manufacturing records indicated that the product met specifications upon release.